Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-jun-06. It was reported that the representative was not ever able to successfully interrogate the pump, and the cause of the alarm was unknown. The cause of the inability to interrogate the pump was unknown. No error was thought to have occurred with the clinician programmer. The pump was replaced on (B)(6) 2017.

Manufacturer narrative:
(B)(4) also apply to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a business partner on 2017-jul-26. It was learned that additional medical history included chronic pain syndrome, ulnar nerve injury with compression, and an unspecified left ulnar surgery. On (B)(6) 2017, when the patient presented to the hospital, she was noted to be spastic. The patient¿s pain was noted to be controlled it was clarified she was given 20 mg oral baclofen and 5 mg valium. Plain film x-rays did not demonstrate any evidence of pump manipulation or kinks in the catheter. Labs were unremarkable. A company representative attempted to access and troubleshoot the pump, but was unable to do so and the patient was admitted to the ICU for observation for withdrawal. The patient¿s heart rate and rhythm were also reported as regular. A review of systems found back pain, joint pain and muscle pain. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis finding updates indicated that the pump was exposed to electrical over-stress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The previously applied fdc code (B)(4) is no longer applicable. The conclusion code (B)(4) is regarding the device code (B)(4) with respect to the patient having reported a pump alarm had occurred every hour, but a treating physician did not hear the alarm. The conclusion code (B)(4) is regarding all other allegations respectively for device codes (B)(4), (B)(4), (B)(4), , and (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed a l334 ic hybrid telemetry anomaly. Analysis noted that the identified hybrid (circuit board) anomaly resulted in a lack of telemetry. The hybrid had been sent for further testing. Analysis noted that there initially was an inability to communicate with the pump. When the pump was opened and with the hybrid exposed, it was possible to communicate and analysis was able to perform internal decontamination, etc., but unable to perform flow tests. Analysis confirmed the poor telemetry and determined that the telemetry signal was being severely attenuated by the u1 l334 analog integrated circuit (ic). After removing and repackaging the l334 into a pin grid array (pga) package, the synchromed ii system breadboard (sbb) was used to confirm that the failure followed, and thereby isolated the failure to the suspect l334 ic. As per the pump¿s logs, baclofen with concentration 2,000.0 mcg/ml was being administered via a minimum rate of 12.8 mcg/day as of (B)(6) 2017. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on 2017-jun-04 regarding a patient receiving unknown baclofen (dose and concentration unknown) via an implanted infusion pump. The indications for use included intractable spasticity and other spasticity. It was reported that the patient began hearing the critical pump alarm on the day of the call, and it was occurring once every hour. When the pump started alarming, the patient experienced symptoms of high blood pressure, heart racing, and shaking. Earlier in the day, the patient reportedly underwent pulsed electromagnetic field (pemf) therapy. The pump was unable to be interrogated, and it was confirmed that sources of electromagnetic interference (emi) were present. Eliminating the emi sources did not resolve the issue. Changing environments did not resolve the issue. It was noted that the patient also had pruritus and spasms along with anxiety. A lateral image was taken to determine if the pump was flipped, and the image was compared to images of flipped vs. Non-flipped pumps. The hcp did not think the pump was flipped, and the manufacturer representative agreed. It was noted that there was no history of pemf therapy affecting the pump, but the representative wondered if that impacted the pump's ability to be read. Additional troubleshooting included moving the patient in different positions, and no other programmer was available to use. It was noted that they were trying to get ahold of the patient's managing physician and were admitting her to the intensive care unit (ICU).

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4) on the pump updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis. Additional information received from a business partner on 2017-jul-05. The patient¿s weight was reported. On (B)(6) 2017, the patient had a pump refill with a daily dose of intrathecal baclofen at 1500 g/day of baclofen 0.5 mg/ml solution, and the pump was in good working function at that time. It was reported that the patient¿s pump was refilled on (B)(6) 2017 (also reported as (B)(6) 2017), with the normal refill interval of every 6 weeks. The date of the critical pump alarm after the pulsed electromagnetic field (pemf) therapy was reported to be (B)(6) 2017 (previously reported at (B)(6) 2017). It was clarified that on (B)(6) 2017, the patient saw a chiropractor and underwent pemf therapy after which the pump started to alarm. On (B)(6) 2017, the patient presented to an emergency department and was noted to have been slightly tachycardic in the low 100¿s (hr of 106) and high blood pressure (hypertension) was at 144/87 mmhg. The patient had baclofen withdrawal (spasms, pruritus, critically ill), heart racing (palpitations), shaking (tremor), anxiety. The pump was found to have stopped and stalled, and could not be restarted. The patient was admitted to the hospital on that day. The patient reported a pump alarm had occurred every hour but a treating physician did not hear the alarm. It was clarified it was originally felt that the patient did not need admission and could go home with follow-up with neurosurgery in a week, but the patient was kept overnight to monitor. During the patient¿s ¿involved or prolonged inpatient hospitalization,¿ she was treated with oral baclofen and valium (diazepam) for potential baclofen withdrawal. Her pain remained well controlled and there was no evidence of severe withdrawal on exam or labs. It was additionally noted the patient was morbidly obese at the time of hospitalization. After the pump was replaced on (B)(6) 2017, another rep had possession of the explanted pump and returned it to the manufacturer. On (B)(6) 2017, the patient was discharged and as of (B)(6) 2017, the patient was to follow up with the neurosurgeon for an incision check in 2-4 weeks and was to also follow up with her managing physician. No additional information was provided. Additional medical history included adem (acute disseminated encephalomyelitis) following an influenza vaccine (2006), spastic quadriplegia, electromagnetic chiropractic manipulation, and allergy to influenza virus vaccine. Concomitant products may have included: citalopram 40 mg at 1x/day orally, flonase (fluticasone nasal) 50 g/inh at 2x/day nasally, ibuprofen 800 mg at 3x/day orally, lamictal (lamotrigine) 125 mg at 2x/day orally, oxybutynin 15 mg extended release at 1x/day orally, pramipexole 0.5 mg at 2x/day orally, tizanidine 2 mg at 3x/day orally, tramadol 50 mg at 3x/day and as needed every 12 hours orally, and trazodone 150 mg at 1x/day orally. There were no further complications reported/anticipated.